Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 with a dislodged left ventricular lead. Loss of capturing and abnormal sensing was noted as a result of the dislodgement. An x-ray was performed on (B)(6) 2021, which confirmed that the lead was dislodged. The lead was repositioned on (B)(6) 2021, in addition to programming changes being made. The patient was stable throughout.